Event description:
It was reported after the zcb00 model intraocular lens (iol) was inserted, the patient's capsule was torn/bag was open. The doctor is unsure why the event occurred. The iol was removed and replaced with a 3-piece ar40e 17.0 diopter iol that was implanted into the patient¿s ocular sinister (left eye). There was no medical or surgical intervention required. The patient has been referred to another facility for vitreous prolapse. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown as information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h3: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.